Manufacturer narrative:
Other, no product was returned. We are unable to confirm the reported complaint. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device pad had separated from the base and disrupted infusion. New infusion site was started to resolve the issue. No patient injury was reported.